Event description:
It was reported that customer experienced repeated occlusion alarms with issue ongoing since (B)(6) 2025 and becoming more frequent, and customer¿s blood glucose meter displayed ¿high¿ during at least one event. Customer treated high blood glucose with a correction injection using multiple daily injections, received supportive care from daughter-in-law due to vomiting, then changed infusion set and cartridge, resumed insulin delivery, and was educated by technical support that cartridge should not be used longer than 72 hours.